Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that: patient was notified about the recall by her doctor. She is scheduled to have an MRI and blood test on monday, (B)(6) 2012 at (B)(6). Patient is unable to sleep on either side because of hip aching; especially her right side. She complained that her driving is uncomfortable, even walking and going up the hill is very painful.